Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure on (B)(6) 2005. According to the complainant, since the surgery, the patient began to suffer from vaginal pressure and pain, vaginal bleeding, and/or dyspareunia. The patient continues to experience vaginal discomfort. The dates of onset of the complications are unknown. All other information is unknown and reportedly unavailable.